Event description:
It was reported by the customer that a bd pyxis¿ es server all stations were in critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override and no orders were crossing over. A technical support specialist (tss) dialed into the server and located an example of a missing order around 12 hours. The tss then dialed into the station and found the missing order on the patient profile, with no delays or evidence of orders failing to cross over. The tss conducted testing with the customer at the cabinet and confirmed that no one had logged into the enterprise server application or the care coordination engine (cce) since april 15, and no actions were taken regarding order transmission issues. Cce xml messages and heartbeat signals were confirmed to be crossing in real time. The system was functioned as intended after the technical support specialist troubleshot the device.